Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was 149 mg/dl. The customer cleared the alarm. The customer stated that the device was not exposed to high magnetic field. The customer stated that it is not possible to fill tube manually. The customer was advised to change complete set. The customer was asked a 5 unit via fill cannula. The customer received motor error 2 times in the last 30 days. The customer did not received an e70 alarm.